Event description:
The clinician used an angiosculpt in a calcified distal lad for pre-dilation. The balloon crossed the lesion and was inflated to 12 atm without issue. The balloon deflated properly but could not be retracted over the guide wire without pulling the guide wire with it. The clinician then pulled the balloon and guide wire together out of the vessel and into the guide catheter. The balloon and guide wire were stuck in the guide catheter (but out of the vessel). The clinician then pulled with increasing force and the guide wire started to uncoil as it was stuck on the monorail exit port, so he removed the guide catheter, balloon and guide wire system together. He used a new guide catheter, new guide wire, and was able to deploy a stent to the lesion with no problem. There was no adverse event to the pt.

Manufacturer narrative:
The angiosculpt catheter was disposed by the hospital, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt catheter caused or contributed to the reported uncoiling of the guide wire. Angioscore does not manufacture, import or distribute the bmw guide wire.